Event description:
It was reported that the pump displayed cassette not connected even though the cassette appeared to be firmly connected. The downstream occlusion sensor was bubbled to the extent that it was peeling up from the cassette attachment area. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a peeling downstream occlusion (dso) seal. The dso seal and latch lock sensor will need to be replaced to fix the issue. Waiting for arrival of latch/lock flex sensor; device will be placed on hold.